Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the staff member received a needle stick injury on the left index finger with the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder during use. The needle stick occurred before moving the needle to another injection site when no blood flow was present, and the patient "moved", causing the needle to come out and pierce the employee's finger. A standard blood test was reportedly conducted on both the patient and staff member. The following information was provided by the initial reporter: "the needle stick injury occurred prior to the collector re-directing the needle when there was no blood flow, the patient moved and the needle came out piercing her index finger on her left hand. It was a 22g eclipse signal device and the lot numbers have been isolated to one of a possible three, 9108538, 8291710 or 9085545." "There was no medical intervention required other than the standard blood test for the source patient and staff member."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the staff member received a needle stick injury on the left index finger with the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder during use. The needle stick occurred before moving the needle to another injection site when no blood flow was present, and the patient "moved", causing the needle to come out and pierce the employee's finger. A standard blood test was reportedly conducted on both the patient and staff member. The following information was provided by the initial reporter: "the needle stick injury occurred prior to the collector re-directing the needle when there was no blood flow, the patient moved and the needle came out piercing her index finger on her left hand. It was a 22g eclipse signal device and the lot numbers have been isolated to one of a possible three, 9108538, 8291710 or 9085545." "There was no medical intervention required other than the standard blood test for the source patient and staff member."